Event description:
A report was received from the clinical study indicating that approximately seven months post index procedure, the patient was hospitalized and revascularized for in-stent restenosis with another unknown brand drug eluting stent.

Manufacturer narrative:
This patient was randomized to the study in 2006. The indication for the index procedure is unknown. The target lesion was at the proximal circumflex. The lesion was described as denovo, 10-15mm in length, and 3.5mm in diameter. A 3.5x18mm cypher select stent was successfully deployed at 16 atms. Please note: the device in this report is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. Any additional information will be submitted within 30 days of receipt.